Manufacturer narrative:
Addr01 ipg implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke in two while slitting. The physician was able to re-engage the remaining catheter and finish slitting. No further action was required. No patient complications have been reported as a result of this event.